Event description:
It was reported that the patient heard a two tone alarm on (B)(6) 2012 that occurred every 3 minutes. They thought the alarm was coming from their pump. The pump was interrogated, and it showed that no alarms had occurred. The sounds that the pump is capable of making were played for the patient, and they confirmed that the noise they heard did not match the critical or non-critical alarm. It was later reported that the patient had an auditory migraine with aural seizure. The patient was seen by an ear, nose, and throat specialist, and it was determined that the patient had a lot of mucus in her sinus cavities. The patient had a mist inhalation that corrected the congestion and relieved her sinus pressure. The patient could hear properly again and did not suffer anymore headaches. The patient was receiving effective therapy. The device system was used to deliver baclofen and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).